Manufacturer narrative:
A ge svc rep performed an onsite investigation. The smart switch circuit board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the smart switch was not functioning and the system would not boot up as a result. There was no report of pt injury associated with this event.